Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump was received with a loud motor noise during the rewind due to a faulty motor. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The drive support disk was inspected and no anomaly was noted. The drive support disk was inspected and no anomaly was noted. The test mini link transmitter with the glucose sensor simulator communicated properly to the pump. The pump programmed the low hypo alert feature and the alert functioned properly. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection noted. No unexpected numbers counting up during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was damaged: there was a loud grinding noise when rewinding and delivering a bolus. Some of the customer's boluses have not properly recorded in the bolus history. The customer stated that her blood glucose has been high for the past three weeks. The patient's blood glucose at the time of incident was 225 mg/dl. Troubleshooting was initiated and the customer mentioned that the drive support cap was loose; one side of the drive support cap was higher than the other. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.